Manufacturer narrative:
H10: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm edwards aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The tavr was performed with a 23mm 9750tfx transcatheter valve. The procedure was successful.

Event description:
It was reported that a patient with a 21mm 3000tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 15 years, 11 months due to stenosis and regurgitation. The patient presented with shortness of breath. The tavr was performed with a 23mm 9750tfx transcatheter valve. The patient was stable post procedure and discharged on pod #1.

Manufacturer narrative:
H11: corrected data : based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.